Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented for a routine device follow-up. Upon review, loss of capture (loc) was observed on the rv lead and the lead was confirmed to be dislodged. The patient did not experience syncope or other symptoms due to the dislodgement. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.